Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. Device had stripped battery cap coin slot (p). Drive support disk was inspected and no anomaly was noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap of insulin pump appears to be damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had fluid in battery compartment, battery cap was not ok. Customer stated that the display did not reappeared. Customer performed self test, however it was not ok. Customer stated that they were in swimming pool. The insulin pump will be returned for analysis.